Event description:
It was reported that the lower display on the external pulse generator (epg) had been observed to be intermittent over the past month. Sometimes the menu appeared after pressing the menu button, but sometimes it did not appear, and only a flicker appeared. The battery voltage was tested, and the issue could not be reproduced. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).